Manufacturer narrative:
Please correct this report 2017865-2015-29680, this event should not have been reported as a medical device report (MDR). The event has been reported under report 2017865-2015-30701.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a device upgrade procedure, noise was observed on the atrial lead. The noise could not be reproduced during the procedure. No noise was observed post procedure. The lead remained implanted.